Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing and splines were corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn and corrugated pellethane tubing is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming exposed internal wiring of the catheter.